Event description:
Customer received a reading of 70 mg/dl on the freestyle libre reader compared to a reading of 50 mg/dl obtained on his "son's mobile app". No symptoms were reported, but customer was treated with water with sugar by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the reader and no issues were observed. Control solution testing was performed and no issues were performed. All results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received a reading of 70 mg/dl on the freestyle libre reader compared to a reading of 50 mg/dl obtained on his "son's mobile app". No symptoms were reported, but customer was treated with water with sugar by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint and a valid strip serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that libre reader continues to be safe, effective, and perform as intended in the field. Stability data for the libre reader was reviewed and showed no anomalies or non-conformance that could have led to the complaint. A tripped trend review was conducted for the reported complaint and the precision strip, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received a reading of 70 mg/dl on the freestyle libre reader compared to a reading of 50 mg/dl obtained on his "son's mobile app". No symptoms were reported, but customer was treated with water with sugar by a third-party. There was no report of death or permanent injury associated with this event.